Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While performing bench service for the device, an authorized bench technician identified that a pin on the battery pca would not fully retract. There was no patient involvement.